Manufacturer narrative:
Product event summary # (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the per formance of the device in relation to the reported event. Review of the controller log files revealed 49 low flow alarms logged since (B)(6) 2017 and a decrease in estimated flow starting on (B)(6) 2017 to parameters below normal operating range. Failure analysis of the returned device revealed that the device passed visual examination, dimensional verification and functional testing. Pathological examination did not reveal presence of thrombus. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information and risk documentation, the most likely root cause of the low flow alarms observed during log file analysis may be attributed to thrombus in the inflow cannula/outflow graft. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date MFR received for initial report is 2017-09-10. This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received stating a patient underwent device exchange due to suspected pump thrombus. No further information provided at this time.